Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included reloading the system's software and server configurations. System was tested to factory's specifications.